Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away from interstitial pneumonia on (B)(6) 2021. The pump was returned for evaluation and during the investigation it was confirmed discoloring/red color of the percutaneous lead potting material. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues; however, discoloration of the driveline potting inside the pump outlet housing was noted. The pump was returned assembled with the driveline severed 2¿¿ from the pump housing, and the distal portion was not returned. The inlet extension and proximal half of the flex section were not returned, while the distal half of the flex section and the inlet elbow were returned attached to the pump inlet port. The apical sewing ring was not returned. The sealed outflow graft and sealed outflow graft bend relief, both measuring approximately 1.5¿¿ in length, were returned attached to the outflow elbow with a sealed outflow graft bend relief collar sutured in place. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations; however, examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was slightly discolored red and opaque with a smooth texture. This issue was found to be cosmetic only. The red discoloration of the driveline potting would not have affected device functionally. Review of the manufacturing documentation for (B)(6) found that (B)(6) passed the cable boss helium leak test . (B)(6) also passed all subsequent testing. Although a specific cause for the discoloration of the potting could not be conclusively determined, the issue was found to be cosmetic. The red discoloration of the driveline potting would not have affected device functionality. This discoloration was previously investigated and was found to be due to incomplete mixing or insufficient batch size; the issue is cosmetic only. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and heartmate ii lvas patient handbook are currently available; however, no specific device-related issues or adverse events were reported. No further information was provided. The manufacturer is closing the file on this event.